Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 371 mg/dl at 1:31 pm back to back with a result of 110 mg/dl performed at 1:37 pm on the advantage system. Customer stated feeling low glucose symptoms at the time of the testing, however, did not provide the location of the testing. As a result of the comparison, customer self treated with glucose tablets; however, no other actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. The advantage system: meter and comfort curve test strip lot number 549535 with an expiration date of 03-31-2008.